Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06126. It was reported that burr became stuck on the rotawire. A 1.75mm rotalink¿ plus and a rotawire¿ were selected for use. During the procedure, it was noted that wire got stuck and would not exit the rotalink device. The procedure was completed with another of same device. No patient complications were reported.